Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from june 17, 2014 to june 18, 2014. The device was received and the evaluation was completed to investigate the reported event. Visual inspection noted fluid inside the packaging; however, this was due to be caused by an untightened blue winged luer cap. Functional leak testing passed successfully with no evidence of leakage. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half-day infusor leaked an unspecified drug from the device. This occurred before use; therefore, there was no patient involvement. No additional information is available.